Event description:
A malfunction alarm was reported with an associated code, but the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within the normal range. The customer was assisted in resetting the pump by technical support, and no further recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs.